Event description:
It was reported from the vad coordinator that the patient has a history of driveline infection. The vad coordinator provided an infectious disease note. The patient had been admitted to (B)(6) hospital (B)(6) 2020 through (B)(6) 2020. The patient had a pump exchange on (B)(6) 2020. Cultures from surgery all grew mssa. Patient had multiple blood cultures; one of which grew a coag-negative staph and one wound swab which grew mssa and enterobacteria. He was discharged back to silver city and onset was olan 2g every 8 hours. Patient had been receiving that there. Patient noted in general feeling much better than when patient went into the hospital. Patient noted receiving blood work every week but the current clinic was unable to access that. The vad team called into patient's home care agency. Previously patient had been on dicloxacillin. The patient denied any fevers, chills or sweats. No rashes and no gi (gastrointestinal) problems. Patient does have a PICC (peripherally inserted central catheter) line in and has had no problems with that. The plan is to continue the cefazolin through (B)(6) 2020 and then switch over to dicloxacillin 500mg 4 times a day "for life". If patient has problems with that there were multiple other antibiotics to which the staphylococcus was sensitive. Home care will pull the PICC line.

Event description:
On (B)(6) 2019: end-stage cardiomyopathy, lvad in place. Lvad driveline infection with abscess status post incision and debridement (B)(6) 2019. Patient was evaluated CT surgery. Patient underwent incision and debridement on (B)(6) 2019. Patient was also evaluated by infectious disease. Overall recommendations was for the patient to continue with ceftriaxone and rifampin ending on (B)(6) 2019. Patient has a PICC (peripherally inserted central catheter) line in place. Antibiotics have been correlated by care manager to be resumed and continued as recommended by infectious disease and CT surgery. Patient to continue with routine and recommended dressing changes. Patient is otherwise stable and appropriate services have been coordinated outpatient by care manager services. Upon completion of antibiotics, the patient will resume chronic antibiotic suppression therapy with dicloxacillin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted on (B)(6) 2019. The patient had abdominal wall cultures with (B)(6). The patient had two blood cultures that were negative. The patient also had "abscess swab" which was (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.